Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device volume was set to "off" and no device alerts were marked as acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal, resulting in an excess of insulin relative to their need. Having the device volume set to "off" and not acknowledging device alerts likely contributed to the severity of this event.

Event description:
On 6/18/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/9/24. The user reported on 6/9/24, while at ikea, their cgm bg dropped to 60 mg/dl, and they lost consciousness. The user awoke to being attended to by paramedics. The user was taken to the hospital and was discharged within a few hours after being stabilized. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 6/9/24. A medwatch report detailing the second low bg event on 6/16/24 is submitted on MFR report #: 3019004087-2024-00271.